Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 10/sep/2019. Additional information: d10, h3, h6, h10. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon was noted to be discolored, as the shell and center patch were dark blue in appearance. White particles were noted on the outer surface of the shell. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed from a small opening on the radius portion of the shell and two openings on the posterior portion. Under microscopic analysis, one opening on the posterior portion of the shell was observed to have a smooth-edged opening. The opening on the radius and the opening on the posterior portion of the shell was noted to have striated edges, consistent with surgical damage from device removal activities. Brown particles were observed on the inner surface of the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warning and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "reported greenish / bluish urine two days before the explant of the balloon."